Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, the insulin pump started to make high pitch noise. He removed the battery to restart the device and the device continues with the same tone. Customer was lying down when the tone occurred. Customer's blood glucose was 170 mg/dl. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and no audio alarms were noted. The insulin pump was programmed with the current time and date and monitored for two days. No audio anomaly or blank display was noted. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a scratched reservoir tube window.